Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer reloaded the existing cartridge and subsequently a minimum fill notification occurred after the cartridge was filled with 150 units of insulin. Customer's blood glucose level ranged from 383 mg/dl to 395 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.